Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device "free flowed" during an infusion of neo-synephrine. Upon inspection from customer biomedical engineering the door latch was broken, however the customer could not recreate the free flow. There was patient involvement however no patient harm

Manufacturer narrative:
Correction: annex b : b21 annex c : c21 annex d : d16 additional information : device available for eval, returned to manufacturer on, device eval by manufacturer, remedial action required, remedial action #. Annex a : a1801, a040 annex g : g02017, g04037, g04067, g0405206 annex b : b01, b14 annex c : c0601, c07 annex d : d01, d15 investigation summary : the reported event of an over infusion was not confirmed or replicated during laboratory testing. ¿ the event date and time were reported as 27sep2024 at 11:54 am. ¿ the inspection identified the pump module was received with a damaged sear on the door latch assembly. The sear was missing a leg. The investigation could not determine if this finding was a contributing factor for the reported over infusion. ¿ on 27sep2024 at 5:37 am an infusion with rate = 500 ml/hr and vtbi = 500 ml was programmed and immediately paused. The infusion was restarted and paused many times. A pvi of 0.283 ml was recorded. At 6:01 am the unit was channeled off. ¿ on 27sep2024 at 6:20 am an infusion with rate = 21.255 ml/hr, vtbi = 230 ml, drug ID = 467 was programmed and immediately paused. The infusion was restarted at 6:22 am. A pvi of 0.283 ml was recorded. At 6:01 am the unit was channeled off. ¿ between 6:41 am and 6:46 am the infusion was paused and reprogrammed with a vtbi of 221.246 ml and immediately paused. The infusion was restarted at 6:46 am with a pvi recorded of 7.037 ml. ¿ between 6:51 am and 6:56 am there were two reprograms made, the first one was with a rate of 31.8825 ml/hr and the second one with a rate of 42.51 ml/hr. The door was opened for 23 seconds, and the infusion was restarted with a pvi recorded of 10.985 ml. ¿ the infusion was paused at 7:03 am and restarted at 7:04 am. A pvi of 15.951 ml was recorded. ¿ between 7:31 am and 7:49 am the infusion was reprogrammed three times, the first one with a rate of 53.1375 ml/hr, the second one with a rate of 63.765 ml/hr and the third one kept the same rate as the second one, but the vtbi was recorded as 179.305 ml/hr. The door was then opened, and the pump alarmed for IV set was removed. The unit was channeled off and the volume infused cleared. A pvi of 51.973 ml was recorded. ¿ the pump module was removed at 7:51 am and added at 11:29 am. The system was powered off at 11:30 am. ¿ unregulated flow testing was performed on the suspect pump module. The device was found to be delivering fluid under specification with no signs of unregulated flow being observed. ¿ the occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. ¿ the one-houre timed rate accuracy test was performed on the suspect device and was found passing the test with an error result of -4.78% error. The specification for this test is +/- 5% error. ¿ with the initial volume per mechanism revolution (vpmr) of 171.9, the device had successfully passed the initial verification with an actual error of -3.1108%. After calibration to a vpmr of 166.6 the device passed the rate accuracy test with an actual error of 1.0258%. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ the alaris system user manual v12.1.2, states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the alaris system user manual v12.1.2 sates: ¿should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse¿. ¿ per the alaris system user manual v12.1.2, regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ bd recommends that all pre-inspections of the instrument be performed before device use. A qualified technician or biomedical engineer must perform inspections at least once a year or as required in accordance with bd guidelines. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the damaged sear since it was found with a leg broken. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the device "free flowed" during an infusion could not be confirmed during laboratory testing of the returned devices or was observed in the device¿s event logs. However, a broken missing leg on the sear attached to the door latch was found, but the investigation was not able to determine if this finding was the root cause for the reported over infusion. Note that imdrf annex a1801, a0404, c0601, c07, d15, d01, g04037, g02017, g04067, g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device "free flowed" during an infusion of neo-synephrine. Upon inspection from customer biomedical engineering the door latch was broken, however the customer could not recreate the free flow. There was patient involvement however no patient harm